Manufacturer narrative:
No patient injury reported. The ics historical database found the device was unable to recognize an episode of ventricular tachycardia and generate appropriate alarms because the qrs complexes on some of the v1 lead was very similar in width and shape to the normal sinus beats. The fse went on-site and tested all products referenced in the reported event, in accordance with the performance test listed in the service manual. All tests passed, including both visible and audible alarm notifications. This report is complete, and this issue is considered closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2020 that a biomed has displayed a vtach run that did not alarm at the central or in clinical access. No injury was reported in relation to this event.